Manufacturer narrative:
Please review attached for the investigation results.

Event description:
It was reported that revision surgery was performed due to dislocation. The patient has mental disease and was out of control. So the surgeon decided it is not the product failure. The products were disposed after the surgery so it cannot be returned.